Event description:
It was reported that the patient experienced a shocking or ¿tingling¿ sensation down the back of their left leg. It was also noted that the etiology of the event was that the patient had an undesirable change in their stimulation. Reprogramming of the patient¿s implantable neurostimulator (ins) was performed on (B)(6) 2013 where it was noted that the settings were changed on ¿2 and 3¿. The patient outcome, as of (B)(6) 2013, was reported as resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v671773, implanted: (B)(4) 2011, product type: lead. (B)(4).